Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3. Analysis of the wireless recharger (s/n: (B)(6) found the wireless recharger was unresponsive, led's scrolled continuously, and flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) did not perform search and recharging of the implantable neurostimulator (ins). The green light flashed and emitted a beeping sound. Attempts were made to reset the device (on or off the charging base), holding the on/off button for several different times (20, 30, 45, 60 seconds), however, without success in resetting the charging device. The patient claimed that the device did not suffer any type of fall. There were no external factors involved. The manufacturer representative (rep) indicated that for no apparent reason, the device just stopped working and entered this mode (red light flashing and audible warning beep). The issue was not resolved. There was no patient injury reported.